Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date. Updated fields: h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure of invalid error was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: big chip at pink probe, missing thixotropic adhesive (ke45) at the forceps cover and missing glue at the light guide lens. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most likely cause of the damaged pink probe, missing adhesive and the missing glue is cause traced to component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ultrasound gastrovideoscope had an error indicating ¿invalid probe during a therapeutic endoscopic ultrasound procedure. There were no reports of patient harm.